Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish a connection with the ipg. The patient stated the ipg was not placed in to surgery mode prior to the procedure. The next course of action has yet to be determined at this time.

Event description:
Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced to address the issue.